Event description:
Customer reported unexpected negative reactions with gammaclone anti-d (monoclonal blend) lots 506082 and 506101 when testing a donor sample.

Manufacturer narrative:
Confirmed the reactivity of returned and retention anti-d gamma-clone lot 506101 and retention lot 506082 by testing the antisera with reagent red cells of various rh phenotypes, including weak d cells. Controls performed as expected and reagent red cells tested exhibited the expected reactivity. Returned and retention products performed as expected. Performed d-work up on 1 x washed red cells suspension from donor ID (B)(6), using segment from the same donor blood bag with segment # (B)(4), using retention anti-d series 4, lot 504781, anti-d series 5, lot 505611, anti-d gamma-clone, lot 506082, return and retention anti-d gamma-clone, lot 506101, anti-d high protein, lot 500003l and monoclonal control, lot 492091. Testing was performed at the immediate spin (is) and at the indirect antiglobulin test (iat) phase. The tubes were resuspended in parallel with the negative control. Controls performed as expected. The sample exhibited no reactivity with all anti-d reagents at is. Weak reactivity was observed only with the anti-d gamma-clone reagents at iat. Performed weak d and crossmatch assay on in house echo (using capture assay) on sample donor ID (B)(6), using segment from the same donor blood bag with segment # (B)(4), using the same lots of anti-d series 4 and anti-d gamma-clone reagents that were used in manual tube testing with known d-positive and d-negative in house donor red cells samples. Controls performed as expected. The echo resulted in negative dat and negative weak d assay with anti-d series 4 and positive with (2+ - 3+) reactivity with anti-d gamma-clone reagents with the patient's sample. Based on manual tube hemagglutination and capture-r assays, donor ID (B)(6) with segment # (B)(4), possesses a weak d antigen consistent with the donor's historical type. This investigation did not identify a product deficiency.